Event description:
It was reported that during a lobectomy the tissue pad came off or it looks like wobbling. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/17/2007. Information not available, device not returned for analysis.